Event description:
Information received from the field does not address the patient's clinical status but notes that the device exhibited atrial lead impedance >3k ohms in both unipolar and bipolar modes. The device was programmed to unipolar and appropriate sensing was established at 0.3 mv, so the physician elected to leave the device implanted.